Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The biomedical engineer reported that for an automated impella controller (aic), the pump stopped in the middle of a case. No other information was provided.

Manufacturer narrative:
The investigation of automated impella controller (aic) ¿ pump stop has been completed. The impella device was returned for evaluation. Analysis: this console performed as expected during testing further confirming the pump stops were not caused by the console. Unrelated to the pump stops, during testing the 5s was found to fail due to optical pump connector and the usd card was corrupt. Root cause: there was no problem found that would cause the pump stops.